Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260505.005 hardware: pixel 9 pro cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose between 250mg/dl and 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site on their abdomen, the pod's cannula was found to be dislodged. The patient also mentioned when they ran their hand over the overpatch, it smelled like insulin. The reporter noted staining on the adhesive around the cannula that ¿looked like insulin residue and brown fluid.¿ as treatment a new pod was applied.